Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons were intermittently unresponsive. The patient went swimming with the pump but reported that no moisture could be seen in the compartments or in the screen. The keypad was reportedly intact and the patient denied recent trauma to the pump. The patient reportedly wore the pump under garment against the body and cleaned it with a damp q-tip. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was visible moisture in the display lens. When the pump was powered on, the screen demonstrated persistent lines. A leak test revealed a display lens leak. There was also visible corrosion in the battery compartment. The pump cover was removed for investigation and revealed visible moisture corrosion in the pump compartment and on the keypad flex connector. On testing, the up arrow, down arrow and ok keypad buttons were unresponsive due to corrosion on the keypad flex connector. The contrast button was responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.